Manufacturer narrative:
Qc was acceptable. Plasma samples were affected; the customer did not perform the second centrifugation step for each plasma sample as directed in product labeling: "re-centrifuge plasma samples in a secondary tube for 10 min at 2000 x g prior to measurement." Multiple sample related alarms were observed on the alarm trace data from around the time of the event. On 12-jul-2021 the customer installed a new vitamin d total ii reagent and measured each sample twice as directed by product labeling and the customer had no more issues. The investigation determined the event was consistent with pre-analytical handling issues at the customer site. A general reagent issue was not identified.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) 2021 and performed yearly maintenance including replacing the pinch valve tubing. The investigation is ongoing.

Event description:
The initial reporter questioned results for 19 patient samples tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas 6000 e 601 module. The results for 3 patient samples were discrepant. Patient 1 initial result was >100 ng/ml. The sample was repeated twice with results of 52.78 ng/ml and 50.22 ng/ml. On (B)(6) 2021 patient 2 initial result was 36.73 ng/ml. The sample was repeated twice with results of 17.08 ng/ml and 18.03 ng/ml. On (B)(6) 2021 patient 3 initial result was 53 ng/ml. The sample was repeated twice with results of >100 ng/ml and 30.58 ng/ml. No questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number was 529055 with an expiration date of 28-feb-2022.